Event description:
The customer received a questionable glucose hk (gluc) result on their integra 800 analyzer. After the customer received an elevated (B)(6) result, they inspected the inside of the reagent compartment and found water over the top of all the reagent cassettes. The water was confined to the reagent compartment. This event occurred after the customer had a water system outage and the water system function had been restored. The customer stated it looked as though someone had sprayed inside the reagent compartment with a spray bottle. The water was all over the cassettes and platform, including the cassette entry area. The customer inspected the probes and the tubing. All the probes were intact and the tubing was connected securely. The customer discontinued using the instrument. All the samples on-board at the time were loaded onto another integra 800 analyzer, serial number (B)(4), and repeated. There was one discrepant gluc result that had been reported outside the laboratory, all other repeats matched the original result. The patient's initial gluc result was 40 mg/dl accompanied by a data flag. The repeat result from the other integra 800 was 121 mg/dl accompanied by a data flag. The customer considered the repeat result to be correct and it was issued as a corrected report. No treatment was provided to the patient based on the initial result and there were no adverse events. The gluc reagent lot number was 65676601 and the expiration date was (B)(6) 2013. The field service representative found an issue with the rt1 and rt2 probes. The customer replaced the rt1 and rt2 probes. The customer performed quality control with results passing to their specification. The customer performed a precision check with results passing to their specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.